Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing, the carbide was broken off the tip of the large needle driver instrument. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed there were no reports of fragments falling from the device when last used within the patient. Prior to being sent for reprocessing there was no noted damage. The detached fragment was not retained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have scratched grip tips. Both sides of the grip tips had several scratches. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.